Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hyperglycemia with a highest blood glucose (bg) of 238 mg/dl after an insulin occlusion alert (alert 35). The user flushed the tubing and filled the cannula, after which insulin delivery resumed on the ilet. No symptoms were reported, and no medical intervention was required.